Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in right common femoral vein. A 16-4/5.8/120 xxl vascular balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.